Manufacturer narrative:
The field service engineer (fse) inspected the alinity I instrument and performed troubleshooting, including replacing the main power supply, processing module which resolved the issue. An instrument service history review for serial (B)(6) revealed no additional tickets for the complaint issue. A review of tracking and trending for the main power supply, processing module did not identify any related trends. A review of manufacturing documentation for the main power supply, processing module did not identify any non-conformances or potential non-conformances related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the main power supply, processing module was identified.

Event description:
The customer observed there was a loud bang in the power supply, which disconnected all the leds, of the alinity I processing module while performing procedures to pre-align, straighten, and calibrate the probe. There was a burning smell followed by a faint sign of smoke from the module¿s power supply. The power supply was replaced and the instrument started back up. There was no impact to user safety or patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed there was a loud bang in the power supply, which disconnected all the leds, of the alinity I processing module while performing procedures to pre-align, straighten, and calibrate the probe. There was a burning smell followed by a faint sign of smoke from the module¿s power supply. The power supply was replaced and the instrument started back up. There was no impact to user safety or patient management.